Manufacturer narrative:
Follow-up #1: date of submission: 05/11/2017. The device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: during investigation, there was no activity relating to the pi observed in the pump histories. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was making a humming sounds after it was rebooted to clear an alarm. The reporter stated that a new battery was inserted but the humming sound continued. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it is unclear at this time of the issue had any impact on insulin delivery function.